Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported the system has a damaged interconnect cable. No pt injury was reported.